Event description:
Reporter alleged the customer obtained the results of 31 mg/dl and 211 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer treated the customer with chocolate milk and a donut after getting the 31 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated that the cap may have been left off of the strips. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.